Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ midterm outcomes of side branch embolization and end ovascular abdominal aortic aneurysm repair¿. Shirasu t, akai a, motoki m, kato m journal of vascular surgery. 2024 apr;79(4):784-792.e2. Doi: 10.1016/j.jvs.2023.12.004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿midterm outcomes of side branch embolization and endovascular abdominal aortic aneurysm repair¿. The time frame of the study was over eight years. Multiple manufactures products were mentioned within the article. Endurant stent grafts were implanted in the patient population. The aim of the study was to analyze the effects of total side branch embolization at endovascular aneurysm repair (evar) for abdominal aortic aneurysms on the incidences of persistent type 2 endoleak (pt2el), changes in sac diameter, and reintervention. The following malfunctions were reported; typeia , ib iii endoleaks the following adverse events were reported; aneurysm rupture, aneurysm enlargement , intervention patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.